Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient had a growth growing on their head where the "battery was connected." The caller reported that the patient needed to schedule an appointment to look at it and make sure it was not infected or anything. The caller reported they would follow-up with the patient's healthcare provider (hcp) and get an appointment scheduled. The caller reported that this was first noticed sometime in 2017. No device issues were reported. No further patient complications have been reported as a result of this event.